Event description:
During the use of a hydrolyser accessory set, the three-way stopcock which connected to the power injector became disconnected several times. The stopcock was retightened several times and the dialysis shunt pta was completed without patient injury. No additional information regarding the patient or procedure could be obtained.

Manufacturer narrative:
Complaint conclusion: during the use of a hydrolyser accessory set, the three-way stopcock which connected to the power injector became disconnected several times. The stopcock was retightened several times and the dialysis shunt pta was completed without patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.